Event description:
On (B)(6) 2026 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026, the patient underwent a peg tube replacement due to a kinked peg tube. The patient's spouse reported that the patient experienced circulation collapse during the replacement surgery and was transferred in to the intensive care unit (ICU). Additional information was received on (B)(6) 2026 from a nurse who reported that during the administration of the anesthesia agent in endoscopy, the patient aspirated. The patient was intubated and transferred to the intensive care unit (ICU) and developed aspiration pneumonia on an unknown date. On (B)(6) 2026, an attempt to extubate the patient but was unsuccessful and the patient passed away on (B)(6) 2026 due to aspiration pneumonia. According to a therapist, there was no tubing allegation and no other contributing factors for the fatal aspiration pneumonia. It was unknown if an autopsy was performed.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Aspiration and aspiration pneumonia are known complications of a peg tube / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.